Manufacturer narrative:
A "venous bubble sensor" malfunction during treatment was reported. No harm to any person was reported. The customer confirmed that the venous bubble sensor was replaced to resolve the issue no further information was provided. A venous bubble sensor with the same failure was already investigated by getinge life cycle engineering in one of the previous complaints. The reported failure could be reproduced and confirmed. The supplier investigation of the sensor was initiated and the supplier could confirm the reported failure. The root cause for the failure was that the sensor was electrically damaged. Furthermore the following possible root causes were determined by the supplier: -damaged cable due to mechanical tension -damage due to overvoltage or esd (electrostatic discharge) based on the investigation results the reported failure "venous bubble sensor defective" could be confirmed. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
Further details and service of the affected cardiohelp units was requested but is still pending. A follow-up emdr will be submitted when additional information becomes available.

Event description:
The customer indicated that they had several venous bubble sensors fail lately. An error message on the cardiohelp indicating venous bubble sensor "malfunction" was displayed and the customer solved the issue by attaching another spare sensor. No indication of actual or potential for harm or death of any person reported. Complaint ID: (B)(4).